Event description:
A consumer stated that she allegedly received third degree burns on her thighs while using a heating pad. She stated that her injuries occurred over the course of two nights while using the heating pad. Medical attention was required for her injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.